Manufacturer narrative:
Review of results files: the 2_cell screen was negative for both wells. The results appeared negative. The reaction strength was 17 for well c02 (r1r1, (B)(4) k+k+). The well had a diffuse red button with a slight red background. The reaction strengths for plate antibody ID was 34 for well b01 and 45 for well h01. Well b01 (r1wr1 (B)(4) k+k+) was weakly positive. Well h01 (rr, (B)(4) k+k+) was positive. Customer has not had any more unexpected negatives on the 2_cell screen assay. Cannot rule out nature of the sample as the cause of the unexpected result.

Event description:
Customer reported unexpected negative reactions when testing a sample with capture-r ready screen (crrs) I and ii on the galileo. The patient has a history of an anti-kell.